Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 458 mg/dl. Reportedly, the customer believes the pump is not delivering insulin as intended due to the "cartridges and infusion sets failing". Customer declined to perform troubleshooting with tandem technical support. Reportedly, customer's bg level lowered to "mid 200 mg/dl" range.